Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage we see to the cautery cable varies, it can be as small as, what appears to be black material that has ¿sluffed off¿ a complete cut with cable intact or complete cut with cable damage. Intuitive¿ s IFU is to inspect with 4x magnification so it is very hard for us to accurately assess the damage, but we can see the damage and therefore find the instrument unsafe to use on a patient. The instruments should have all been received back to intuitive and at that time you are able to access the damage with greater magnification, per recall notices I have received from intuitive when images are enhanced up to 10x magnification. Isi did receive the fenestrated bipolar forceps instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have damaged conductor wire insulation at the grip hub. There was no fragmentation of the insulation, and the internal conductor wires were not exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the fenestrated bipolar forceps instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had a cable with compromised insulation. There is no report of any issues with the instrument the last time it was used. 4 lives used. There was no report of patient involvement.